Manufacturer narrative:
(B) (4)

Event description:
The patient experienced a loss of therapeutic effect, return of symptoms and received a low battery message. The company representative confirmed that they interrogated her device and noticed that the battery was low. Her lead impedance measurements were high on some of the electrode configurations. She was going to be scheduled for a lead revision and neurostimulator replacement. Further information is being requested from the hcp.